Event description:
It was stated that the insulin pump shut down twice in one week. Now the insulin pump has a blank display. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.